Event description:
Pt was doing water aerobics in a swimming pool. When the pt tried to press the buttons on the pump, the screen remained blank and was full of water. Pt returned to insulin injections.